Event description:
User facility mandatory medwatch received that stated: "patient had three symbiq pumps fail in a short period of time. Pump exhibited an audio failure during infusion. This resulted in the nurse being unaware infusion had stopped." Upon further query the customer contact reported the device was returned to the biomedical department after three days with a report of audio was not working. Though requested no further information was available including pump programming, or event details. It was reported that there was no known adverse event related to the event on this patient. No additional information was provided. Reference uf # (B)(4).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Attachment: user facility med watch was received on 01/20/2015. The report number is (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.